Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and replaced the batteries and power management board. The stm then verified operation of the iabp and returned it to clinical use.

Event description:
It was reported that the cardiosave shut down during patient transportation. No patient injury or adverse event was reported.